Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare provider (hcp) regarding a navigation system outside of a procedure. The hcp reported that the system would not boot up. No patient was involved with this issue.

Manufacturer narrative:
(B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the computer failed boot-up and needed to be repaired. The computer was repaired and then reinstalled into the navigation system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) who indicated that the cause of the issue was that the computer of the navigation system failed. The rep replaced the demo computer and the computer causing the issue was returned for analysis/repair then sent back to the site. The issue was resolved.